Manufacturer narrative:
Additional information was received on 3/8/2019. Patient race was identified as caucasian. The device was identified as a saline mentor siltex contour profile moderate 275cc, catalog number 3542912, lot number 234081. It was reported that the patient experienced bilateral capsular contracture baker grade unknown and deflation occurred only on the right side. As a result, device code 1546 (material rupture) has been updated to 2993 (adverse event without identified device or use problem). The date of event was identified as (B)(6) 2003. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent an unspecified procedure with a saline mentor siltex contour profile moderate 275cc breast implant (r) and an unspecified mentor saline breast implant (l) and experienced bilateral deflation . As a result, the patient underwent removal and replacement with saline mentor siltex contour profile moderate 350cc, catalog number 3542913, serial number (B)(4), lot number 5976540 (r) and an unspecified breast implant (l) on (B)(6) 2010. This report is for the left side.